Manufacturer narrative:
Investigation summary: photo evaluation 2 photos as shown in attachment b were received for evaluation. Black fm was observed on the returned photos. Sample evaluation. 1 sample was received for investigation. Investigation conclusion: the investigation was able to confirm what customer had experienced as black foreign matter was observed on the sample. The ftir result shows that the black fibre matches reasonably with that of protein. Silk is a natural protein fibre and most proteins have very similar spectrums. Hence, it is difficult to ascertain which particular type of protein was detected. Root cause description: one of the possible root cause is that the fm drop into the lube chamber at icam ch2 stn 6 when there are some activities carry out at the station (eg. Parts clearance, housekeeping). It is also possible that the fm attach to the catheter during material handling from tipper to icam. Silk is not used in manufacturing process. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that bd angiocath plus¿ i.v. Catheter 20ga x 1.16in contained foreign matter the following information was provided by the initial reporter: ¿foreign material in angio cath. Foreign material discovered in angio cath plus's needle tip. I think it is hair.¿